Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 81 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. No button error alarms noted during testing. No numbers ramping or scrolling bar anomaly noted during testing. The device had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip.